Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device prior to use may be a potential contributing factor to this type of event. Furthermore, a hydrophilic-coated guide wire can become stuck in the delivery system if not kept wet during use. Also the use of inappropriate accessories may lead to the reported event. In this case, a 6 f introducer sheath was used but the diameter of the guide wire was not reported. The event also may be use-related as rough handling of the device during unpacking may lead to device damage which can cause advancement issues. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "take care to avoid unnecessary handling which may kink or damage the delivery system. Do not use if device is kinked." The IFU indicates that the delivery system must be flushed with sterile saline. Also the IFU states that a 6 f introducer sheath and a 0.035" (0.89 mm) guide wire are required for the procedure. Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit." Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during a stent placement procedure for treatment of a common iliac artery stenosis, the delivery system got stuck during advancement inside the 6 f introducer sheath and could not be passed over the guide wire. The device was retracted together with introducer sheath and guide wire and another device was used over a new access. Reportedly, the hydrophilic-coated guide wire was sufficiently moistened prior to use and kept wet throughout the procedure. The delivery system had been flushed prior to use. There was no reported patient injury.